Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips to report that the display of the device was distorted. There was no patient involvement.